Event description:
It was reported that the implant was placed in the area of missing tooth number #19 with bone grafting. The patient returned for post off exams. At that time the implant was exposed, torque tested, and healing within normal limits so the implant was restored. The patient returned with complaints of the implant moving. Due to bone loss, the patient was scheduled for the next week for implant removal, but patient did not return for the procedure. The implant was later removed and the site bone grafted with prp.

Manufacturer narrative:
Zimvie complaint number (B)(4) a4: weight unknown / not provided g4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.